Event description:
2nd degree burns, blisters, small ulcers upper buttocks consistent with thermal burn/ lumor pinte ulcer [burns second degree]. Applied pressure over the area [intentional device misuse]. Itching [pruritus]. Case description: this is a spontaneous report from a contactable consumer and a contactable physician. A (B)(6) years-old caucasian female patient started to receive thermacare heatwrap (thermacare lower back & hip) , topically from 3 years since 2013 to keep back from hurting on a long drive. Medical history included atrial fibrillation from 2006, allergy from an unknown date and unknown if ongoing, hives has been gone for a month in (B)(6) 2016, lung cancer, breast cancer, mild psoriasis, squamous cell carcinoma of skin from unknown date and unknown if ongoing. Drug allergies: cipro, erythromycin, guaifenex, levofloxacin, pcn, tcn, no family history. Concomitant medication included ongoing metoprolol tartrate 100mg, once a day for heart rhythm, ongoing montelukast (generic singulair) 10mg, once a day for allergies, ongoing cetirizine (generic zyrtec) 10mg, once a day for allergies. No drug or alcohol abuse. The patient previously took loratadine for urticaria and reported it was not strong enough. She purchased a box of 2 and wore one wrap on her way to (state) and wore the second on the drive back, attached the adhesive to body was wearing a snug waistband/belt or similar or otherwise applied pressure over the area (for example, prolonged car ride) wearing pair of jeans. When she got home and took the wrap off, she looked at her back and saw welts on all the spots where the wrap had touched. Patient did not taking any relevant medications, including topical medications, at the time of the adverse events. She had 4 burns on the right side and one on the left. She had burns and blisters on her back. She has never had a problem with any of the wraps in the past. She went to the dermatologist when the marks did not go away after a week, and the dermatologist said they are in fact burns. It started itching and hurting, so she started putting hydrocortisone cream on it and it was still there after a week. Showed it to the dermatologist and he said to put aquaphor on it several times daily. Still itching and hurting sometimes, but not as bad. While on follow-up, physician reported small ulcer upper buttocks consistent with thermal burn, further clarified as two small lumor pinte ulcer 0.5x2.0 cm + 0.5x2.5 cm in size consistent of 2nd degree burn (in popped blisters). No specific tests or treatment required. Patient not deceased, expect will recover with subtle scar, no surgical intervention required. Patient had scheduled lab work to check for infection last month and everything was normal. Events were occurred on (B)(6) 2016, outcome of "applied pressure over the area " was unknown, other events were resolving. The thermacare heatwrap was discontinued in early (B)(6) 2016. The consumer reported she had testing every 6 months and everything is normal. Skin tone is fair; had sensitive skin; product was stopped in (B)(6) 2016. Patient used product for 8 hours in 1 day. Previously haven't used other heat products for pain relief; did not engage in exercise while using the product; did not check skin under the product while wearing thermacare; read the usage instructions on thermacare before you used the product. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2016): new information received from a contactable physician includes: physician considered thermacare heatwrap had a causal effect to the adverse event, product start date/stop date, action taken. New event "small ulcer upper buttocks consistent with thermal burn/2nd degree burn", patient was not hospitalized. Lab data, medical history lung cancer, breast cancer, drug allergies, no drug or alcohol abuse. Company clinical evaluation comment based on the information provided, the events second degree burn, and intentional device misuse as described in this case represent serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. The other events pruritus and pain are assessed as associated with the device use. This case meets follow-up 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events second degree burn and intentional device misuse as described in this case represent serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. The other events pruritus and pain are assessed as associated with the device use. This case meets follow-up 10-day EU and 30-day FDA reportability.

Event description:
Burns [thermal burn]. Blisters. Applied pressure over the area [intentional device misuse]. Itching [pruritus]. Hurting [pain]. Case description: this is a spontaneous report from a contactable consumer. A (B)(6) female patient started to receive thermacare heatwrap (thermacare lower back & hip) , via an unspecified route of administration from 3 years since 2013 to keep back from hurting on a long drive. Medical history included atrial fibrillation from 2006, allergy from an unknown date and unknown if ongoing, hives has been gone for a month in (B)(6) 2016. Concomitant medication included ongoing metoprolol tartrate 100mg, once a day for heart rhythm, ongoing montelukast (generic singulair) 10mg, once a day for allergies, ongoing cetirizine (generic zyrtec) 10mg, once a day for allergies. The patient previously took loratadine for urticaria and reported it was not strong enough. She purchased a box of 2 and wore one wrap on her way to (state) and wore the second on the drive back, attached the adhesive to body was wearing a snug waistband/belt or similar or otherwise applied pressure over the area (for example, prolonged car ride) wearing pair of jeans. When she got home and took the wrap off, she looked at her back and saw welts on all the spots where the wrap had touched. She had 4 burns on the right side and one on the left. She had burns and blisters on her back. She has never had a problem with any of the wraps in the past. She went to the dermatologist when the marks did not go away after a week, and the dermatologist said they are in fact burns. It started itching and hurting, so she started putting hydrocortisone cream on it and it was still there after a week. Showed it to the dermatologist and he said to put aquaphor on it. Still itching and hurting sometimes, but not as bad. Had scheduled lab work to check for infection last month and everything was normal. Events were occurred on (B)(6) 2016, outcome of "applied pressure over the area " was unknown, other events were resolving. The consumer reported she had testing every 6 months and everything is normal. Skin tone is fair; had sensitive skin; product was stopped in (B)(6) 2016. Patient used product for 8 hours in 1 day. Previously haven't used other heat products for pain relief; did not engage in exercise while using the product; did not check skin under the product while wearing thermacare; read the usage instructions on thermacare before you used the product. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events thermal burn, blister, and intentional device misuse as described in this case represent serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. The other events pruritus and pain are assessed as associated with the device use. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events thermal burn, blister, and intentional device misuse as described in this case represent serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. The other events pruritus and pain are assessed as associated with the device use. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Event verbatim [preferred term] 2nd degree burns, blisters, small ulcers upper buttocks consistent with thermal burn/ lumor pinte ulcer [burns second degree] , applied pressure over the area [intentional device misuse] , itching [pruritus]. Case narrative:this is a spontaneous report from a contactable consumer and a contactable physician. A (B)(6) year-old caucasian female patient started to receive thermacare heatwrap (thermacare lower back & hip), topically from 3 years since 2013 to keep back from hurting on a long drive. Medical history included atrial fibrillation from 2006, allergy from an unknown date and unknown if ongoing, hives had been gone for a month in (B)(6) 2016, lung cancer, breast cancer, mild psoriasis, squamous cell carcinoma of skin from unknown date and unknown if ongoing. Drug allergies: cipro, erythromycin, guaifenex, levofloxacin, pcn, tcn, no family history. No drug or alcohol abuse. Concomitant medications included ongoing metoprolol tartrate at 100mg, once a day for atrial fibrillation, ongoing montelukast (generic singulair) at 10mg, once a day for allergies, ongoing cetirizine (generic zyrtec) at 10mg, once a day for allergies. The patient previously took loratadine for hives and reported it was not strong enough. She purchased a box of 2 and wore one wrap on her way to (state) and wore the second on the drive back, attached the adhesive to body was wearing a snug waistband/belt or similar or otherwise applied pressure over the area (for example, prolonged car ride) wearing pair of jeans. When she got home and took the wrap off, she looked at her back and saw welts on all the spots where the wrap had touched. Patient did not taking any relevant medications, including topical medications, at the time of the adverse events. She had 4 burns on the right side and one on the left. She had burns and blisters on her back. She has never had a problem with any of the wraps in the past. She went to the dermatologist when the marks did not go away after a week, and the dermatologist said they are in fact burns. It started itching and hurting, so she started putting hydrocortisone cream on it and it was still there after a week. Showed it to the dermatologist and he said to put aquaphor on it several times daily. Still itching and hurting sometimes, but not as bad. While on follow-up, physician reported small ulcer upper buttocks consistent with thermal burn, further clarified as two small lumor pinte ulcer 0.5x2.0 cm + 0.5x2.5 cm in size consistent of 2nd degree burn (in popped blisters). No specific tests or treatment required. Patient not deceased, expect will recover with subtle scar, no surgical intervention required. Patient had scheduled lab work to check for infection last month ((B)(6) 2016) and everything was normal. Events were occurred on (B)(6) 2016. The thermacare heatwrap was discontinued on (B)(6) 2016. The consumer reported she had testing every 6 months and everything was normal. The outcome of the events was resolved in 2016. Physician considered thermacare heatwrap had a causal effect to the adverse event. Patient was not hospitalized. Skin tone was fair; had sensitive skin; product was stopped in (B)(6) 2016. Patient used product for 8 hours in 1 day. Previously hadn't used other heat products for pain relief; did not engage in exercise while using the product; did not check skin under the product while wearing thermacare; read the usage instructions on thermacare before you used the product. Additional information has been requested and will be provided as it becomes available. Follow-up (07sep2016): new information received from a contactable physician includes: physician considered thermacare heatwrap had a causal effect to the adverse event, product start date/stop date, action taken. New event "small ulcer upper buttocks consistent with thermal burn/2nd degree burn", patient was not hospitalized. Lab data, medical history lung cancer, breast cancer, drug allergies, no drug or alcohol abuse. Follow-up (15nov2016): new information received from a contactable consumer includes: updated suspect product stop date and events outcome. Company clinical evaluation comment: based on the information provided, the events second degree burn, and intentional device misuse as described in this case represent serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. The other event pruritus is assessed as associated with the device use., comment: based on the information provided, the events second degree burn, and intentional device misuse as described in this case represent serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. The other event pruritus is assessed as associated with the device use.

Event description:
Second (2nd) degree burns, blisters, small ulcers upper buttocks consistent with thermal burn/ lumor pinte ulcer [burns second degree] , applied pressure over the area, wearing a snug waistband/belt or similar, did not check skin under wrap [intentional device misuse] , applied pressure over the area, wearing a snug waistband/belt or similar, did not check skin under wrap [device use error] , itching [pruritus] , . Case narrative:this is a spontaneous report from a contactable consumer and a contactable physician. A (B)(6) female patient started to use thermacare heatwrap (thermacare lower back & hip) from 3 years since 2013 to keep back from hurting on a long drive. Medical history included atrial fibrillation from 2006, allergy from an unknown date and unknown if ongoing, hives had been gone for a month in (B)(6) 2016, lung cancer, breast cancer, mild psoriasis, squamous cell carcinoma of skin from unknown date and unknown if ongoing. Drug allergies: cipro, erythromycin, guaifenex, levofloxacin, pcn, tcn, no family history. No drug or alcohol abuse. Concomitant medications included ongoing metoprolol tartrate at 100mg, once a day for atrial fibrillation, ongoing montelukast (generic singulair) at 10mg, once a day for allergies, ongoing cetirizine (generic zyrtec) at 10mg, once a day for allergies. The patient previously took loratadine for hives and reported it was not strong enough. She purchased a box of 2 and wore one wrap on her way to (state) and wore the second on the drive back of a prolonged car ride. She attached the adhesive to the body and was wearing a snug waistband/belt or similar or otherwise applied pressure over the area. She mentioned she was wearing a pair of jeans. When she got home and took the wrap off, she looked at her back and saw welts on all the spots where the wrap had touched. The patient had 4 burns on the right side and one on the left. She had burns and blisters on her back. The patient did not check skin under the product while wearing the wraps. She went to the dermatologist when the marks did not go away after a week, and the dermatologist said they are in fact burns. It started itching and hurting, so she started putting hydrocortisone cream on it and it was still there after a week. Showed it to the dermatologist and he said to put aquaphor on it several times daily. Still itching and hurting sometimes, but not as bad. While on follow-up, physician reported small ulcer upper buttocks consistent with thermal burn, further clarified as two small lumor pinte ulcer 0.5x2.0 cm + 0.5x2.5 cm in size consistent of 2nd degree burn (in popped blisters). Patient not deceased, expect will recover with subtle scar, no surgical intervention required. Patient had scheduled lab work to check for infection last month ((B)(6) 2016) and everything was normal. Events occurred on (B)(6) 2016. The patient reported she had testing every 6 months and everything was normal. The physician considered thermacare heatwrap had a causal effect to the adverse event. The patient assessed her skin tone as fair. She reported having sensitive skin. The patient used product for 8 hours in 1 day and had not previously used other heat products for pain relief. She did not engage in exercise while using the product and read the usage instructions prior to product usage. Action taken with the suspect product was permanently withdrawn on (B)(6) 2016. Therapeutic measures taken included hydrocortisone cream and aquaphor. No specific tests were performed, no surgical intervention required and no hospitalization was required as a result of the events. Clinical outcome of the events was resolved on an unspecified date in 2016. Additional information has been requested and will be provided as it becomes available. Follow-up (07sep2016): new information received from a contactable physician includes: physician considered thermacare heatwrap had a causal effect to the adverse event, product start date/stop date, action taken. New event "small ulcer upper buttocks consistent with thermal burn/2nd degree burn", patient was not hospitalized. Lab data, medical history lung cancer, breast cancer, drug allergies, no drug or alcohol abuse. Follow-up (15nov2016): new information received from a contactable consumer includes: updated suspect product stop date and events outcome. Follow-up (06dec2016): new information received from a contactable physician includes: the physician denied being provided information regarding an adverse event with use of the product and could not confirm occurrence of the events reported by the patient. Additional event of device use error was added per previously reported information. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment based on the information provided, the events second degree burn, device use error, and intentional device misuse as described in this case represent serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. The other event pruritus is assessed as associated with the device use., comment: based on the information provided, the events second degree burn, device use error, and intentional device misuse as described in this case represent serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. The other event pruritus is assessed as associated with the device use.

Manufacturer narrative:
Reasonably suggest device malfunction was no, severity of harm was not applicable and site sample status was not received. Summary of investigation: this investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8 hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a trend identified related for the subclass adverse event safety request for investigation.

Event description:
Event verbatim [preferred term] applied pressure over the area, wearing a snug waistband/belt or similar, did not check skin under wrap [intentional device misuse], applied pressure over the area, wearing a snug waistband/belt or similar, did not check skin under wrap [wrong technique in device usage process], 2nd degree burns, blisters, small ulcers upper buttocks consistent with thermal burn/ lumor pinte ulcer [burns second degree], itching [pruritus], , narrative: this is a spontaneous report from a contactable consumer and a contactable physician. A 76-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip) from 3 years since 2013 to keep back from hurting on a long drive. Medical history included atrial fibrillation from 2006, allergy from an unknown date and unknown if ongoing, hives had been gone for a month in (B)(6) 2016, lung cancer, breast cancer, mild psoriasis, squamous cell carcinoma of skin from unknown date and unknown if ongoing. Drug allergies: cipro, erythromycin, guaifenex, levofloxacin, pcn, tcn, no family history. No drug or alcohol abuse. Concomitant medications included ongoing metoprolol tartrate at 100mg, once a day for atrial fibrillation, ongoing montelukast (generic singulair) at 10mg, once a day for allergies, ongoing cetirizine (generic zyrtec) at 10mg, once a day for allergies. The patient previously took loratadine for hives and reported it was not strong enough. She purchased a box of 2 and wore one wrap on her way to (state) and wore the second on the drive back of a prolonged car ride. She attached the adhesive to the body and was wearing a snug waistband/belt or similar or otherwise applied pressure over the area. She mentioned she was wearing a pair of jeans. When she got home and took the wrap off, she looked at her back and saw welts on all the spots where the wrap had touched. The patient had 4 burns on the right side and one on the left. She had burns and blisters on her back. The patient did not check skin under the product while wearing the wraps. She went to the dermatologist when the marks did not go away after a week, and the dermatologist said they are in fact burns. It started itching and hurting, so she started putting hydrocortisone cream on it and it was still there after a week. Showed it to the dermatologist and he said to put aquaphor on it several times daily. Still itching and hurting sometimes, but not as bad. While on follow-up, physician reported small ulcer upper buttocks consistent with thermal burn, further clarified as two small lumor pinte ulcer 0.5x2.0 cm + 0.5x2.5 cm in size consistent of 2nd degree burn (in popped blisters). Patient not deceased, expect will recover with subtle scar, no surgical intervention required. Patient had scheduled lab work to check for infection in (B)(6) 2016 and everything was normal. Events occurred on (B)(6) 2016. The patient reported she had testing every 6 months and everything was normal. The physician considered thermacare heatwrap had a causal effect to the adverse event. The patient assessed her skin tone as fair. She reported having sensitive skin. The patient used product for 8 hours in 1 day and had not previously used other heat products for pain relief. She did not engage in exercise while using the product and read the usage instructions prior to product usage. Action taken with the suspect product was permanently withdrawn on (B)(6) 2016. Therapeutic measures taken included hydrocortisone cream and aquaphor. No specific tests were performed, no surgical intervention required and no hospitalization was required as a result of the events. Clinical outcome of the events was resolved on an unspecified date in 2016. The product quality complaint group provided the following investigation results. Reasonably suggest device malfunction was no, severity of harm was not applicable and site sample status was not received. Summary of investigation: this investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8 hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a trend identified related for the subclass adverse event safety request for investigation. Follow-up (07sep2016): new information received from a contactable physician includes: physician considered thermacare heatwrap had a causal effect to the adverse event, product start date/stop date, action taken. New event "small ulcer upper buttocks consistent with thermal burn/2nd degree burn", patient was not hospitalized. Lab data, medical history lung cancer, breast cancer, drug allergies, no drug or alcohol abuse. Follow-up (15nov2016): new information received from a contactable consumer includes: updated suspect product stop date and events outcome. Follow-up (06dec2016): new information received from a contactable physician includes: the physician denied being provided information regarding an adverse event with use of the product and could not confirm occurrence of the events reported by the patient. Additional event of device use error was added per previously reported information. Follow-up attempts are completed. No further information is expected. Follow-up (04jun2020): new information received from the product quality complaint group included: investigation results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the events second degree burn, device use error, and intentional device misuse as described in this case represent serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. The other event pruritus is assessed as associated with the device use.